Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator lost communication. The failure happened when the device was not used on a patient. The covidien customer service engineer (cse) replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit board (pcb). The unit passed extended self-testing.